Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient experienced a break in aseptic technique described as the patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was due to the break in aseptic technique. On (B)(6) 2011, the patient began remedial therapy with fortum (1gm, daily, ip) and amikacin (125mg, daily, ip). At the time of this report the patient was still hospitalized. It was not reported whether the patient was retrained in proper aseptic procedure. The outcome of the peritonitis was unknown. Dianeal pd2 ultrabag therapy was ongoing. The nurse did not provide a statement of causality for the event of break in aseptic technique and stated that the event of peritonitis was not related to dianeal pd2 ultrabag therapy.